Event description:
Staff reported that the wire in the retrieval balloon catheter split when the surgeon was trying to retrieve a gallstone. The staff and surgeon involved in the case are very experienced using this equipment and have not had this experience before. There was no indication prior to the event that the device would break. There were no visual defects to the device and the packaging was intact prior to opening the device. Staff and the physician do not know why this occurred. There was no patient harm associated with this event. Staff obtained another device from the same manufacturer (lot unknown) and the surgeon completed the case.